Event description:
It was reported an issue with monosyn suture. The client reported that the needle is blunt during the reduction mammoplasty surgery, while suturing the breast skin. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.